Event description:
Information provided alleged that the head section will not go down using the CPR. No injury reported.

Manufacturer narrative:
Technician found that the head section will go down using electrical functions, but not with emergency CPR. Bed in the bed shop. Repair not yet complete.